Event description:
Related manufacturer reference number: 1627487-2021-00966, related manufacturer reference number: 1627487-2021-00967, related manufacturer reference number: 1627487-2021-00968. This event is being filed to report unspecified scs lead other side effects, one of which resulted in explant due to changes in visual perception. This event was captured within a literature review.

Manufacturer narrative:
A patient's unspecified scs lead other side effects, one of which resulted in explant due to changes in visual perception was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.